Manufacturer narrative:
The customer¿s products have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. This event occurred in (B)(6).

Event description:
The initial reporter received a questionable result from a coaguchek inrange meter. The serial number was requested but was not provided. The result from the meter was 1.9 inr and the result from a laboratory using an unknown reagent was 2.4 inr. The therapeutic range was provided as "about 2 or more inr".